Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had lead integrity alert (lia) triggered for noise. As well, the lead was fractured. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.